Event description:
Patient was revised to address pain. Soft tissue reaction was noted. **update** (B)(6) 2011 - medical records were received. The revision operative report indicates that some corrosion was noted on the proximal aspect of the trunnion.

Manufacturer narrative:
Update: (B)(6) 2012: litigation documents were received. Litigation alleges that the patient suffered pain, injury and high concentrations of various metallic elements in her blood. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the products and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.